Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to defective drawers. A field service engineer confirmed that the device had no failures, and no additional issues were identified. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system had drawer failure. The customer indicated that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.